Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event logs were not available because they has been cleared by the customer. Power up and functional tests were conducted. The reported error 45446 was unable to be duplicated. The cause of the issue could not be determined since there was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error 46446. There was no patient present at the time of the event. There were no reported adverse events.